Manufacturer narrative:
A DHR review found no evidence that the device failed to meet specifications. The pressure regulating balloon was returned and was visually inspected, microscopically examined and tested for leaks. A fluid leak was confirmed. A tear with avulsion was identified in the balloon shell consistent with bulging and material fatigue. No other damage was identified that would affect balloon functionality. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) explanted.

Manufacturer narrative:
Change to b5: event description changed h6: fluid leak added.

Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) explanted.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) explanted.